Event description:
Hcp replaced leads and ipg due to possible lead perforation. Therapy is stimulation of the rectus muscle. The device was explanted and returned to the MFR for analysis. The pt is doing well after device replacement.